Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had stopped working while he was on vacation. The device alarmed low battery and change battery. Customer also stated that one day he was changing his infusion set and was having issues with priming, insulin kept shooting. Troubleshooting was partially performed as customer was reporting a past event and currently wasn't having any issues. Customer didn't recall much of the information in regards to the event. Customer was advised the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and prime alarm during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.